Event description:
It was reported that the physician identified a potential fracture in either the extension or lead. Testing and intra-operative impedances showed the lead did have some high impedances which were preventing therapy. The extension was replaced. After replacement, no malfunctions or loss of stimulation was noted. No pt injuries were reported and they recovered without sequelae.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.